Manufacturer narrative:
(B)(4). The system error (se) 2240 found during a review of the patient alarm log was confirmed; however, root cause is undetermined. This issue is being investigated through CAPA.

Event description:
A system error se 2240 alarm was identified in the log of a returned homechoice device. Process step and cycle were not found in the event log. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.